Event description:
In (B)(6) 2017, I used the kotex tampon-super absorbent- after I removed the tampon from my vagina, I had bleeding from vaginal wall. I sought medical care from my ob/gyn. She performed a visual inspection and a biopsy to determine if any further damage was caused by the tampon. When I pulled the tampon from my vagina, the tampon tore the inside of my vagina. Product type: over-the-counter; date the person first started taking or using the product: (B)(6) 2017; date the person stopped taking or using the product: (B)(6) 2017; why was the person using the product? Menstrual cycle; did the problem stop after the person reduced the dose or stopped taking or using the product? Yes.